Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the emergency lamp indicator on the front panel blinked due to the failure of the power supply unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that this phenomenon was attributed to the aging deterioration of the power supply unit for long-term use because more than nine years had passed since the subject device had been installed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the emergency lamp of the subject device had failure. There was no report of patient injury associated with this event.